Event description:
It was reported that post implant the r-waves decreased/dropped. A chest x ray in lateral view showed signs of air around ring2 that was moving with breathing. The sensing vector was reprogrammed to ring1-can as that produced the largest r-wave. Then 11 days later the patient was seen in clinic and noise was observed on the ev lead. There was also oversensing noted as the non-sustained ventricular tachycardia amounts per day are increasing significantly. It was noted that the patient is very active and works in a car wash. Additional reprograming was done where the ev lead vector was now programmed to ring2-can.  The ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  dvea3e4 ev ICD implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that more oversensing/noise was observed following the previous check. Additional reprogramming was performed.